Event description:
It was reported that; the tip of the draw rod broke off in the screw head and was unable to remove from screw.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: no manufacturing issues were discovered and the device was found to be in the field for 6 years conclusion: the probable root cause is normal wear due to the instrument age.

Event description:
It was reported that; the tip of the draw rod broke off in the screw head and was unable to remove from screw